Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
E.4. The initial reporter also notified the FDA on 09jan2924). Medwatch report is (B)(4). H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd integra needle retraction failed. The following information was provided by the initial reporter: "a nurse using safety catheter when utilizing the push button the needle retracted but the whole device broke apart. Bd integra syringe 3ml 23g x 1 im needle (lot 2271484) used for im toradol administration. Medication drawn up into syringe, im injection preformed on patient, safety push on plunger initiated and needle did not retract into syringe. Plunger did engage and depress but the needle did not retract. Similar reports seen in maude database."